Event description:
It was reported that the patient presented to the emergency room (ER) after experiencing inappropriate therapy due to a possible right ventricular (rv) lead fracture in which noise was occurring. A lead integrity alert triggered after the first shock and upon further evaluation, noise was reproducable with pocket manipulation and the impedance was also high. The lead was explanted and replaced. During the lead extraction procedure, the right atrial lead moved out of position due to binding to the rv lead. It was attempted to be repositioned, but it was ultimately explanted and replaced as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. This device was included in a field action and returned product testing found the device did not perform as described in the field action. (B)(4).